Event description:
Additional information was received from a company representative (rep) and it was clarified that her pump alarm needed to be updated, the clinic took care of the issue. There was no need to replace the pump. Additional information was received from a company representative (rep) again on 2025-04-23 and it was reported that the patient had a fill done on (B)(6) 2025 and the clinic forgot to reset the reservoir on the tablet. On (B)(6)2025 the patient came into the clinic due to the alarm and the clinic reset. On (B)(6) 2025 the patient came in for the pump refill and was having no issues. The event was resolved.

Manufacturer narrative:
H6. Device code a160601 was updated to a2303. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving baclofen, morphine and a third unknown drug via an implantable pump for no n-malignant pain. It was reported that the patient started hearing an alarm from their pump yesterday, but 'it took me awhile to figure out what it was.' They had heard the single tone alarm twice since they started hearing it yesterday. They saw low reservoir alarm service code 97 on their handset wednesday night. They just called their healthcare provider (hcp) and were told they didn't need to have a refill until april. Agent assisted them in clearing service code and navigating to therapy details where they confirmed the expected refill date was (B)(6) 2025. The patient stated they last had a refill at the end of december and go in for refills about every 4 months. They were redirected to their hcp.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the company representative reported that it was determined that the pump was alarming due to an elective replacement indicator message (pump implanted (B)(6) 2021) so the patient would be scheduled for a replacement.